Manufacturer narrative:
H6: evaluation codes updated. No actual products were returned, but when the manufacturing records for that lot were checked, it was found that the components differed from the planned specifications. In the manufacturing system, the date of the specification change was correctly set as october 1st. However, as a manufacturing rule, the date set as the "manufacturing start date" was set taking into account the manufacturing lead time as of september 25th, when the manufacturing order was issued, and a date after october 1st was entered as the "manufacturing start date." Since the components on the "manufacturing start date" were reflected in the manufacturing order, the order was issued with the contents after the specification change. Subsequent inspections also found that the contents and labels matched, and the product was shipped without any abnormalities. To fix this issue the rules were changed so that the "manufacturing start date" in the manufacturing system is the same day the manufacturing order was issued.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the contents were different from what the operator had planned. The contents were to be changed from lot: 241119, but the contents of lot: 240952 which had been manufactured before that were changed. This occurred upon removal from package. There was no patient harm or adverse events reported as a result of the event.